Event description:
An occlusion alarm was reported. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had continued to experience occlusion alarms despite using different infusion sets and following proper procedures, leading to discomfort with using the pump. The customer reverted to an alternate method of insulin therapy.